Manufacturer narrative:
Follow up submission: investigation results sample was received and decontaminated. The sample cartridge was leak tested at 20psi and failed. The cartridge was immersed in water and pressurized to 20psi. The cartridge leaked in all four glue edges and was marked to indicate the leaking locations. In addition, the luer connections on both the cartridge and the extension were tested, and these passed. The leaks found on the cartridge are consistent with poor bonding of the glue to the aluminum surface. This cartridge is supplied by an external vendor. The vendor has been contacted regarding the findings and further evaluation will be completed by the vendor to determine the root cause. A follow up submission will be filed once further information is received from the supplier.

Manufacturer narrative:
The customer has indicated that a sample is available for evaluation. At this time no sample has been received. Once the sample is received an evaluation will be completed and a follow up submission will be filed. The sample has not been received for evaluation. (B)(4).

Event description:
Cartridge was used during a blood transfusion on a baby and initially bubbles were noted in the cartridge and then blood leaked from cartridge. Transfusion was stopped and new cartridge inserted and the problem was rectified.

Manufacturer narrative:
We performed an evaluation including functional testing on the returned cartridge. We identified the leak was a result of a bond failure between the adhesive and aluminum interfaces. The most probable cause for the bond failure could not be determined however may be from mishandling of the aluminum during assembly resulting in a weakened bond. The supplier implemented corrective actions in 2015 to the plasma process to improve the glue lamination in the enflow cartridges. This reported lot number was manufactured in 2014 prior to this implemented improvement.